Event description:
The customer tested her blood glucose using her 2 breeze2 meters and received readings of 460 and 213 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent for further troubleshooting. No product will be returned at this time.